Manufacturer narrative:
The reported glidescope video monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device but was unable to confirm the reported image failure. When connected to verathon's test equipment, no loss of image was observed. The device passed verathon's device functionality testing and confirmed to be within specification. Neither the cable nor the laryngoscope used with the monitor during the reported event were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the customer was notified of verathon's evaluation findings. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope video monitor, the image was lost. No delay in the procedure, use of a backup device, or harm to the patient was reported.